Event description:
Received at least two -potentially 5- repeat false positives from confirm clearly refillable test reader while simultaneously -i.e. On the same sample- receiving negative results from other pregnancy tests -both home tests and one in physician's office. The product claims to be accurate 99% of the time and to have a sensitivity of 50 mlu. Lot number for reader: lotle612. Lot number for refills: lotle611; 06042603 -exp 01-2008-, le612, 06042603.